Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, e4, g1, g4, g6, g7, h4, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the software update knocked out the network settings and turned on the firewall. A field service engineer fixed it to resolve. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that thebd pyxis¿ medstation¿ es and smart remote manager were not detected on the bus. The customer stated this malfunction occurred while issuing medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis 13 cu lock adapter. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the pyxis medstation es system and smart remote manager were not detected on the bus. The customer stated this malfunction occurred while issuing medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this event.